Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. Programming changes were made after it was determined that the lead was not functioning properly. Lead revision was discussed. No intervention was reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The previously reported date of event: (B)(6) 2018 was incorrect; the correct date of event is (B)(6) 2019.

Event description:
New information received stated that the right ventricular lead was explanted and replaced on (B)(6) 2019. The patient had no complications and was stable post procedure.